Event description:
Home pt reported 3 incidents of betadine leaking from a small hole in the end of the minicap. Pt returned 1 sample to the unit. Per pt, no pt injury or medical intervention associated with this incident.